Manufacturer narrative:
Block g4: the advantage ultra device received FDA clearance through two separate 510(k) approvals: k211223 and k231549. Block h6: device code a0501 captures the reportable event of mesh detachment.

Event description:
It was reported that during a stress urinary incontinence sling procedure using the advantage fit ultra system device, the mesh detached. Another device of the same type was used to complete the procedure. No patient complications were reported.